Event description:
Additional information was reported indicating that there was only a 1 second pause in pacing, as opposed to the previous report that the pause was just over 2 seconds. The health care professional (hcp) performed isometrics and saw a little lead noise. The device did not oversense the noise, however. Reprogramming was discussed, per the discretion of the physician. While the patient is dependent, there has only been 1 episode of oversensing and there were no adverse effects, experienced by the patient. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that this right ventricular (rv) lead had noise oversensing with pacing inhibition just over 2 seconds. The noise reportedly looked like myopotential. The cause is not known. The patient was going to be brought in for testing. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.